Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent surgical intervention to explant and replace the lv lead and pacemaker due to phrenic nerve stimulation. Electrical values post-procedure were normal. No adverse consequences were reported.